Event description:
Add'l info rec'd from customer indicated incident occurred at the beginning of phacoemulsification. The anterior chamber collapsed due to insufficient irrigation. Manual compression was needed and diamox was used to reform the anterior chamber. The pt has no permanent damage and is reportedly fine.

Event description:
Rptr noted posterior capsule tear occurred. There was no error message on the machine.